Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 74 mm diameter abdominal aortic aneurysm. It was reported the patient had a proximal neck diameter of 34-35 mm that tapered down to 32 mm. It was reported that during the index procedure, when the physician deployed the suprarenal stent of the bifurcated stent graft, the stent graft landed about 5 mm below the right renal artery. The physician decided to then also place an endurant cuff and the issue was resolved. Per the physician, the cause of the event was due to patient anatomy-the patients large proximal neck was outside IFU. No additional clinical sequelae were reported and the patient is fine.